Event description:
The pump was returned for investigation. Investigation revealed intermittent functionality of the ok and up keypad buttons, a missing contrast button contact, a cracked battery compartment, a dim, red and fading display screen, and contamination under the up and down keypad button contacts. This report is made based on results of investigation completed on 04/30/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the ok, and up buttons responded intermittently to testing and the keypad cover was observed to be peeling away from the base. The contrast button contact was observed to be missing and the battery compartment was observed to be cracked on the threads. The display was observed to be dim, fading and reddish in color. The bolus button cover was observed to be torn and responded normally to testing. The keypad cover was removed and contamination was found under the up and down button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).